Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified mid right coronary artery (rca). A 10mm x3.50mm wolverine¿ coronary cutting balloon¿ monorail¿ was used to dilate the lesion and during the second inflation for 10 seconds at 10 atmospheres, the balloon ruptured. The balloon was removed and the procedure was completed with a different device. There were no patient complications and the patient's condition post procedure was stable.